Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Half tampon stuck in her [foreign body in reproductive tract]. Tampon broke in half [device breakage]. Tampon broke in half, inside of her...had to leave the half tampon still stuck in her [complication of device removal]. She had to put in a new tampon and leave the half tampon still stuck in her [device use issue]. Reporter sent e-mail stating her stepdaughter had a tampon break in half inside her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Half tampon stuck in her [foreign body in reproductive tract]. Tampon broke in half [device breakage]. Tampon broke in half, inside of her. Had to leave the half tampon still stuck in her [complication of device removal]. She had to put in a new tampon and leave the half tampon still stuck in her [device use issue]. Case description: reporter sent e-mail stating her stepdaughter had a tampon break in half inside her. No serious injury was reported.